Event description:
It was reported that, the patient reported experiencing muscle stimulation from the right ventricular (rv) lead. The device was reprogrammed as a temporary resolution. The patient was stable.

Event description:
Additional information was received that loss of capture was on the rv lead.